Manufacturer narrative:
The beckman coulter field service engineer (fse) found reagent probe a was intermittently leaking. The fse replaced the reagent probe a collar wash waste solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported a contained leak from reagent probe a while servicing the customer's unicel dxc 600i synchron access clinical system for an unrelated issue. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.